Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient was diagnosed with l4-l5 spondylolisthesis and lumbar spinal stenosis at l4. So he underwent following surgeries l4-s posterior interbody arthrodesis (tlif). Placement of interbody device at l4-5. Posterior non-segmental instrumentation with pedicle screws at l4-5. Preparation of local autograft obtained from the same incision. Bilateral l4 laminectomy for decompression of neutral elements. Minimally invasive technique. As per op notes"..... A 12-mm interbody spacer was then prepared. This peek cage was filled with bone morphogenic protein and morselized autograft. Prior to this, a second pledget of bone morphogenetic protein was inserted deep into the l4-l5 disk space. This was followed by insertion of several pieces of morselized allograft....." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.